Event description:
It was reported by the customer that their device did not properly deliver a synchronized shock to a patient during an attempted synchronized cardioversion. The customer reported that at the first attempt to administer a synchronized shock, the defibrillator was charged to 30 joules, however, the operator noticed the absence of the sync markers. The device operator then reportedly disarmed the defibrillator charge and reset the gain of the ECG trace and confirmed proper ECG sensing. It was reported that the defibrillator was charged a second a second time to 30 joules and the shock was delivered to the patient, however the patient went into ventricular fibrillation that required subsequent delivery of 225 joules to restore the patient to a sinus rhythm.

Manufacturer narrative:
(B)(4). The customer declined to provide the device to physio-control for evaluation. The customer also declined to provide additional information regarding the reported event that was requested by physio-control. The customer provided physio-control with a scanned copy of the patient code-summary¿ event record. The patient code-summary event record indicates that the device sync function was turned on and off a total of 7 times over a period of almost 17 minutes prior to the first 30 joule shock being administered to the patient. Based on the information reported by the customer and a review of the scanned patient ECG recordings, the cause of the reported issue was determined to be due to a use error. The patient code-summary event record indicates that the device sync function was turned off approximately 3 seconds before the first 30 joule shock was administered to the patient and the delivery of the asynchronous shock caused the patient¿s ECG rhythm to convert to ventricular fibrillation (v-fib). Approximately 13 seconds later, another 30 joule asynchronous shock was administered which did not affect the patient¿s v-fib rhythm. After another 23 seconds, a 225 joule asynchronous shock was administered to the patient which converted the patient¿s ECG to a sinus rhythm.